Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the left main artery that was 70% stenosed. After several failed attempts to cross, the nc trek distal segment separated in the patient. A balloon was used to secure the separated portion of the device in the guide catheter and the entire system was removed from the patient with no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the 70% stenosed anatomy and/or inadvertent mishandling resulted in the reported material separation; thus resulting in the reported failure to advance. There is no indication of a product quality issue with respect to manufacture, design or labeling.d10, h3: device not available for evaluation.